Manufacturer narrative:
Submit date: 06/28/2017. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product. There were 78 samples (unopened, unused) submitted with this complaint. The samples were visually inspected and there were no issues found. The snap and twist method was used to remove the caps and there was no difficulty removing the needle from the cartridge. Also, a stiffness test was performed on 32 samples per procedure and all samples met specification. The reported condition could not be confirmed. The exact root cause of the reported condition could not be determined based on the available information. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are inspected for ease of sheath removal and bent needles. The lot met all defined acceptance requirements and was released. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time. This complaint will be utilized for trending and tracking purposes. The production department will also be notified of this incident.

Event description:
The customer states that the needles are bending at the hub and its difficult to remove from the cap. A patient was involved but not injured.